Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer experienced high blood glucose and no delivery alarm. The customer's blood glucose was over 500mg/dl; treated with bolus and that is when customer noticed the no delivery. The customer declined high blood glucose troubleshooting.